Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr's meter capillary reading was 62 mg/dl, and the venous lab test result was 97 mg/dl. The tests were done within mins. Rptr did not have any symptoms. On followup, the rptr stated that rptr had done a control solution test that was in range. No harm was alleged.